Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2023-01219 it was reported the patient lost effective coverage due to leads migration. The patient underwent surgical intervention on (B)(6) 2023 where the leads were replaced with new ones restoring therapy.